Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock button on the mayfield modified skull clamp (a1059) was stuck before the mark during application to the sleeping patient's head. They had to make again 3 holes in the patient head for the pins (2 times 3 holes instead of 1 time), and a different mayfield header was used to complete the procedure. This resulted in increased surgery time of 10 -15 minutes.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (B)(6) was returned for evaluation: failure analysis - the inspection of the skull clamp shows the skull clamp has a sticking swivel lock assembly, and a residue buildup is present. Opening the swivel lock mechanism shows the base casting¿s plain bearing surface has dents, the starburst teeth also show signs of damage. The base is no longer usable; it must be replaced with the needed pins. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear. The swivel base has damaged thread and must be replaced. To resolve the issues, the skull clamp¿s base casting was replaced and assembled with the needed pins. The swivel base was replaced along with the internal parts; and the skull clamp was cleaned, assembled and the swivel lock assembly has been adjusted. After completing the reassembly, the skull clamp was subjected to a successful function test and it meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The clamp had a sticking swivel lock assembly, a residue buildup was present, and the starburst teeth were damaged. The probable root cause is routine wear and rough handling of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.